Manufacturer narrative:
(B)(4) approximate age of device: 6 months. The patient remains on vad support. A correlation between the device and the report of hemolysis could not be conclusively determined. Hemolysis and cardiac arrhythmia are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the hospital with high lactate dehydrogenase (ldh) levels. The patient did not have any signs of congestive heart failure or hematuria. A ramp study found the left ventricle did unload; however, the study was limited as the patient developed ventricular tachycardia. It was reported that the patient's vad parameters were unremarkable and there were no power elevations and no alarms. The patient was discharged home with twice weekly ldh checks. The patient is on coumadin, aspirin, and persantine, and continues to be monitored and medically managed. Incidentally, the patient was diagnosed with sarcoidosis from core tissue taken during the pump implant, and lung nodules are present. Pulmonary and hematologic consultations are scheduled.